Manufacturer narrative:
This report is being submitted retrospectively per FDA request 06/08/2023.

Event description:
Meter is giving high readings and not working correctly. 2 meters were purchased due to both giving high readings. She went to the ohio health mansfield hospital 3 times last week because of the meter's result. Et results: in the 500's each time she went to the hospital their results were in the 100's. 109 & 129. On saturday-(7/14) she went to the urgent care because her et was reading 469 and the clinic's was 110. I asked where the test strips were stored? She keeps them on her kitchen table. I then asked how long she had her strips? She stated she wasn't sure, she tests once a day and buys strips in 100. I explained to her if the strips are giving high readings in the 500's it may be due to the test strips being opened longer than 3 months.&nbsp;